Event description:
Describe event or problem. Information was received indicating that inaccurate volume given was found on a smiths medical cadd-legacy plus pump during diagnostics. Pump underinfused, found during testing, patient involvement unknown.

Manufacturer narrative:
Additional information: event updated to reflect "pump underinfused, found during testing, patient involvement unknown". Device evaluation: returned device was received with cracked rear case. No evidence of reported problem in event log was found. During the evaluation of the device te customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that inaccurate volume given was found on a smiths medical cadd-legacy plus pump during diagnostics. No adverse effects were reported.